Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 17 mg/dl. Customer stated that she had been sick and her blood glucose was high. She stated that she gave herself a bolus her blood glucose suddenly dropped, and ended up in a hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.